Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed a black screen and failed to show an image. As a result, the procedure could not be completed and was rescheduled. The patient remained stable, with no complications or additional interventions reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort is being made to obtain the information, but it has not been obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The device was returned for analysis. Visual inspection showed that the acq pc was received in good condition, as reviewed by the dedicated computing triage associate. A malware scan was completed, and no malware was detected. The pc passed functional testing, and factory level testing revealed no hardware issues with the pc. Visual inspection of the motor drive unit (mdu) identified visible corrosion on the rotating direct connection (rdc) socket pin; however, the catheter was recognized normally. The unit passed all testing with no issues. The issue 'device had a black screen and could not show image' was not confirmed during this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort is being made to obtain the information, but it has not been obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed a black screen and failed to show an image. As a result, the procedure could not be completed and was rescheduled. The patient remained stable, with no complications or additional interventions reported.